Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported cable break appears to be related to user technique of over-turning the knob, as the knob was turned almost a full turn prior to insertion. The reported mechanical issue of loss of tip deflection and noise were the result of the cable break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guiding catheter (sgc) cable break. It was reported that when loading the sgc, onto the guide wire when straightening the guide by turning the +/- knob another 1/2 turn for a complete full turn in the negative direction, a pop sound was heard. The tip of the device was no longer responding. A cable break was suspected. A new sgc was used with the mitraclip delivery system (cds) to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.